Manufacturer narrative:
The tandem user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The tandem user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 108 mg/dl.